Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
Related manufacturer report number: 2017865-2019-15712. It was reported that the atrial lead and ventricular lead exhibited noise reversion and auto mode switching was observed. Ventricular lead impedance was also noted to be less than the lower limit. The atrial and ventricular leads were explanted and replaced. The extraction was successful with no consequences noted.